Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The nurse also reported that the customer experienced low blood glucose. The customer's blood glucose was 362 mg/dl at the time of the incident. The customer's blood glucose was 318 mg/dl at the time of call. The customer's blood glucose dropped to 32 mg/dl. The time of the hospitalization was 1:09pm and the date of the hospitalization was (B)(6) 2015. The nurse stated that the customer was not wearing the insulin pump at the time of hospitalization. The nurse performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.